Event description:
It was reported that the patient's physician indicated that the patient's lead must have been broken "past" the location of the tines. After the lead was implanted, there was no stimulation response when testing the stimulation. A second lead was implanted in the same location as the first lead, and a stimulation response was achieved. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Analysis of lead model 3093-33, serial # unk showed no anomalies and was visually okay. Functional lab tests showed no shorts between circuits and acceptable continuity.

Event description:
Additional information received reported the patient was implanted with a full device system and was doing well. Also, the lead was placed and tested but no stimulation motor or sensory response was noted.

Event description:
Additional information received reported that the patient was implanted with a full interstim system and was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report #3007566237201108597. Additional review indicated the correct manufacturing site was site #(B)(4).

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Additional information received reported that the hcp claimed the lead was defective prior to the procedure. There was no fragment left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.